Event description:
It was reported that when opening the zyston spacer, a string-like material (possibly peek) was protruding from the cage through the inserter attachment port. As a result, the inserter could not be attached. A newly opened cage of the same size and specifications was used instead, and the inserter was attached without any issues or patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.